Manufacturer narrative:
Concomitant medical device: 407458 lead, implanted: (B)(6) 2016.

Event description:
It was reported that the device flipped possibly due to twiddler's syndrome. The right atrial (ra) lead and right ventricular (rv) lead had increased and high thresholds. The rv lead also had intermittent capture. The leads were replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.